Manufacturer narrative:
A customer reported that their AED will not power on. The AED powered on with a spare battery pack and a logged service code was cleared with a manual self-test. The AED's asi light is green, and the data was transferred using. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. The device is functioning as designed.